Event description:
Information was received indicating that this syringe infusion pump's motor was not running. No adverse patient effects were reported.

Manufacturer narrative:
The device was returned for evaluation. The returned device was given functional and delivery tests. During testing the reported issue could be confirmed. A "motor rate error" occurred during testing. It was determined that the cause of the reported issue was likely normal wear of the motor assembly.